Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a cardiac catheterization procedure in hospital on (B)(6) 2021. During examination of lead, it was noted that at the distal end of the right ventricular (rv) lead there was insulation degradation and the lead had been exposed. Physician took an x-ray and confirmed that there was externalization of conductor and decided to implant new lead. Physician capped and replaced the rv lead on (B)(6) 2021. The patient was in stable condition.